Manufacturer narrative:
The meter serial number is (B)(6). The meter and test strips were requested for investigation. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods."

Event description:
The initial reporter stated they received discrepant results when testing with a coaguchek xs meter. A sample from the patient was tested using the meter, resulting in a value of 2.5 inr. At an unknown time, a sample from the patient was tested using the meter, resulting in a value of 5.2 inr. At the same time the meter measurements were performed, a sample from the patient was tested using an unknown method at the physician and the result was 3.2 inr. The patient's therapeutic range was not provided.

Manufacturer narrative:
Medwatch field d4 has been updated.

Manufacturer narrative:
The reporter¿s meter and test strips were provided for investigation where they were tested using retention control and additional retention strips. Testing results : meter with customer test strips: (qc range = 2.3 - 3.5 inr), qc 1: 2.8 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. Meter with retention test strips: (qc range = 2.3-3.5 inr), qc 1: 2.8 inr, qc 2: 2.9 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. Medwatch field d9 has been updated. The investigation did not identify a product issue.